Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced an issue with infusion set tubing was leaking. The blood glucose level was 390 mg/dl. The infusion set was in use for 3 days. Patient replaced infusion set and resumed insulin successfully. No further information available.